Event description:
It was reported that, prior to use while preparing for a procedure, a device was not working. The issue was first observed pre-op. There was no patient involved in the event.

Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed the device was not working. The likely cause of failure was distal bearing breakage. It was also noted that it was impossible to insert a burr, the leg was scratched, laser markings were faded and color band was discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.